Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care, ab, solna sweden. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Servo-I ventilator air gas module failure.